Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a slice on the large tubing near the fantail, and the electrode was kinked. These are believed to a have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires by the proximal end of the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed some of the tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. A review of the test data indicates impedance issues, despite device testing within normal limits. The recipient is reportedly refusing to wear the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.